Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the user identified foreign matter on the device cannula / needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "fm that looks like a feather."

Manufacturer narrative:
Investigation summary: bd received a sample and photo for investigation. The photo was reviewed and the indicated failure mode for 'foreign matter (fm)' with the incident lot was observed. The sample was sent to franklin lakes for "fourier-transform infrared spectroscopy (ftir)' analysis. Unfortunately, ftir analysis is not suitable for species identification of the feather and could not be conducted. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of 'fm' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the user identified foreign matter on the device cannula / needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "fm that looks like a feather."